Event description:
Report 1 of 3 it was reported that kit flu a+b 30 test hospital veritor false positive occurred. No patient treatment was reported. The following information was provided by the initial reporter: customer states samples were run with only utm, no flu reagent, and samples read as pos on veritor. If yes¿detailed erroneous results (include # of errors and type): 3 fp flu a was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? Unknown impact or treatment to patients. 1 patient was admitted.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges three false positive results when using kit flu a+b 30 test hospital veritor (material # 256041), batch number 1102290. It was reported by the customer that three patient samples were run with only utm, and no flu reagent was added. All three samples read as positive for flu a. According to the customer, all three positive results were reported to the doctor, and one patient was admitted due to the positive result. During trouble shooting, the customer confirmed that qc was performed, and it passed. Bd representative informed the customer about the correct workflow and advised that the extraction reagent must be used for testing. The customer stated that the employee who performed the incorrect workflow for the 3 tests has been re-trained. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch history record (bhr) review and retention testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. No samples were returned; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 3. It was reported that kit flu a+b 30 test hospital veritor false positive occurred. No patient treatment was reported. The following information was provided by the initial reporter: customer states samples were run with only utm, no flu reagent, and samples read as pos on veritor if yes¿detailed erroneous results (include # of errors and type): 3 fp flu a was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? Unknown impact or treatment to patients. 1 patient was admitted